Manufacturer narrative:
This medwatch report is now being filed due to additional information that was learned subsequent to the initial information provided by the user facility. The c-port xa (fg-000100) and c-port flexa (fg-000150) share the same design in respect to activation of clamping, deployment, and the energy source used to accomplish these actions. Thus, the same malfunction is noted in the two devices.

Event description:
During deployment of the device and while being held by the surgeon, the device handle broke into pieces, accompanied by a loud noise. There was no reported adverse event either to the patient or to user/surgical personnel.